Manufacturer narrative:
Tech found that the head of the bed would not go up. Cause: found that the valve solenoid was no good. Replaced the valve solenoid to resolve this issue.

Event description:
Info received alleged that the head of the bed would not go up.